Event description:
It was reported that the customer's blood glucose was 49 mg/dl, which was treated with a peanut butter and jelly sandwich. Troubleshooting was declined because it was stated the customer was new to the insulin pump and still making adjustments. It was also reported that the belt clip broke and the piece near the plunger part came off when the clip got caught on the patient's desk at school. The customer's blood glucose went up to 129 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.